Manufacturer narrative:
(B)(6). Device evaluated by MFR.: promus select ous mr 38 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks and a complete hypotube break located at 21.5cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery. A 38 x 3.00 promus premier select drug-eluting stent (des) was advanced but failed to cross the lesion and it was observed that the hypotube broke. The device was removed, and the procedure was completed with a 2.75 x 38 mm promus select des. No patient complications nor injuries were reported.